Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Concomitant products: 5076 implantable pacing lead (B)(6) 2006; dtba1d1 implantable cardioverter defibrillator (B)(6) 2013. (B)(4).

Event description:
It was reported that t-wave oversensing was occurring during a device replacement procedure. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that alerts triggered due to high impedance, noise, and short interval counts (sic). It was also noted that the rv lead had increased thresholds and a fracture. The rv lead was capped and replaced.